Event description:
It was reported that there was an error causing an inability to initiate mechanical ventilation. There was no patient injury.

Manufacturer narrative:
Service will be performed by hospital employee or contractor. A ge healthcare service representative recommended the flow sensor to be replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00613 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.